Event description:
In 2006, the patient was implanted with gore excluder aaa endoprosthesis for treatment of an aortic abdominal aneurysm. The patient tolerated the procedure. In 2009, the patient underwent a reintervention for an occlusion of the right iliac limb and was implanted with gore viabahn(r) endoprosthesis and a protege bare metal stent. The patient tolerated the procedure, and good flow was achieved.

Manufacturer narrative:
A review of the manufacturing paper work has been requested. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Please note additional devices implanted in this patient: pxc121200, pxl161007.